Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of double beep alarms was verified. The event log shows three events regarding the no disposable alarm. The downstream occlusion sensor will be replaced in service as a preventative measure. Use testing was performed. The problem source unknown.

Event description:
Information was received that the cadd legacy pump alarms with constant beeping after startup. No reported adverse effects.

Manufacturer narrative:
Additional information received that this event occurred during bench testing and there was no patient involvement.